Manufacturer narrative:
Pending information requested by clinical team (source documents, hospital records, x-ray results). No additional information has been provided. Customer letter not required. This was determined reportable per edwards lifesciences procedures. No DHR review can be done until the device model and serial number are known. Device remains implanted; therefore, there is no device return or evaluation.device remains implanted. No product return.

Event description:
Reportedly, patient suffered neurologic complications in 2009. Per the adverse event report: cerebral bleeding (4 x 3 mm) right occipital lobe. Detected four days later, probably occurred on event date, hemianopsia.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Additional information received in translated report of (B) (6) 2009: pt attended for an assessment after aortic valve replacement and bypass surgery and replacement of ascending aorta and partial aortic arch in (B) (6) 2007 in the functional diagnosis unit of our heart surgery department echocardiography showed normal prosthesis function with good pump function. As described above, there is also marked left ventricular hypertrophy. Unfortunately, in the interim, the patient experienced cerebral haemorrhage on existing anticoagulation for atrial fibrillation. At present, sinus rhythm is restored so that anticoagulation need not be given.

Event description:
Reportedly, patient suffered neurologic complications on or (B) (6) 2009. Per the adverse event report: cerebral bleeding (4x 3mm) diagnosed with cf scan on (B) (6) 2009 after pt had optical sensations on (B) (6) 2009; hemianopsia; location of cerebral bleeding right occipital; pt was on anticoagulation due to atrial fibrillation.